Manufacturer narrative:
As of the date of this report, the vessel sealer extend instrument has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted donor nephrectomy surgical procedure, the surgeon reported that there was a lot of tissue adherence/sticking on a vessel sealer extend (vse) instrument during use. The customer was aware that this was potentially related to the patient's tissue. The procedure was completed and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the same issue was noted with today's on (B)(6) 2026) donor nephrectomy procedure. The customer kept the vse instrument for intuitive analysis. Isi followed up with the customer and obtained the following additional information: the issue occurred on (B)(6) 2026 for a donor nephrectomy procedure. The tissue was sticking to the vse instrument during case despite attempting to clean instrument tip of debris with sterile swab and sterile water. The lot number for the 27-jan case was k10251010. Unable to obtain the other lot numbers for the other 2 procedures. 2 vse instruments used on (B)(6) are available for return. The tissue was sticking the vse instrument during 3 procedures done on 3 separate days. No immediate injury/ harm noted to the patient. Initial complaint for the on (B)(6) cases arose from noted sticky fat around hilar vessels during dissection, with lymphatics, presence of paraaortic lymph nodes and generalized ooze. Same issue encountered for on (B)(6) case. Noted fat sticking to vse instrument, tissue charring prompting to more frequent cleaning of the tip with swab and sterile water. In the 3 instances, 2 vse instruments were requested to be opened to complete dissection. Unable to quantify time but in order to resolve the tissue sticking, this has led to some delay. The surgeon needed to utilize another robotic instrument (fenestrated bipolar forceps) in order to free tissue from the vse, slow opening of vse to release adherence particularly around hilum, and repeated cleaning of vse. Minimal blood loss documented for 3 cases with no apparent bleeding directly related to the vse. No transfusions. Standard hemostasis. All patients discharged from hospital.